Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was tested and found to be working as intended.

Event description:
The customer reported that the system would not save the images and displayed a corrupt files error message. There is no report of pt injury associated with this event.